Manufacturer narrative:
In lieu of repairing the transfer carriage subject of the reported event, the user facility purchased a new transfer carriage.

Manufacturer narrative:
A steris service technician inspected the 54" transfer carriage and found the locking pins to be misaligned. As the locking pins were misaligned, the loading cart was not locked to the transfer carriage subsequently causing the reported event to occur. The 54" transfer carriage is not under a steris service contract and is serviced and maintained by the user facility. While the steris service technician was on-site, he counseled user facility personnel on the proper use and operation of the transfer carriage. The 54" transfer carriage remains out of service and is pending repairs. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported via medwatch (mw5111744) that while an employee was utilizing their 54" transfer carriage, the loading cart tipped forward and fell to the floor. No report of injury.